Manufacturer narrative:
(B)(4). Batch #: m91k0j. Investigation summary: the device was received with the top of the I-blade fractured and slightly lifted and upper jaw detached returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the jaws were difficult to open. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.